Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level ranged from 205 to 210 mg/dl. Reportedly, the customer was able to reload the existing cartridge and resume insulin delivery successfully. Reportedly, the customer would continue use of the pump but also has manual injections available as alternate insulin therapy.